Event description:
It was reported that the patient was seen in the emergency room on (B)(6) 2014 experiencing chest pain. Interrogation revealed a loss of capture on the right ventricular lead. On (B)(6) 2014, imaging was performed and a perforation was identified. Pericardiocentesis was performed and the lead was explanted and replaced. Pleural effusion was noted at that time. The patient would be monitored.

Manufacturer narrative:
(B)(4).